Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for single leaflet device attachment (slda) can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to 100 percent visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip components functioned as expected. The user also reported no issues while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that there was no difficulty noted with visualization, placement or implantation during the first mitraclip procedure. Although it was noted that the anatomy was not challenging, there was a prolapse in the anterior leaflet and evidence of anterior flail, suggesting that the patient anatomy may have been a contributing factor in this case. Based on the information reviewed, the reported slda appears to be related to patient conditions. The reported patient effects of dyspnea, heart failure and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, the increase in mr was likely due to the slda. Additionally, the reported dyspnea and heart failure were likely cascading effects of the recurrent mr. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, additional information was received: the patient's anemia was pre-existing. During the first mitraclip index procedure, the anatomy was not challenging and there was no difficulty noted with visualization, clip placement or implantation. The patient began experiencing increasing dyspnea on (B)(6) 2014 and was hospitalized on (B)(6) 2014. Echocardiogram, performed on (B)(6) 2014, found an increased mr grade of 3. One clip had detached from the posterior leaflet and remained on the anterior leaflet. There was no leaflet damage due to the clip detachment. During the hospitalization, the patient required a diuretic for the decompensated heart failure. The patient underwent open heart surgery with bio mitral valve replacement on (B)(6) 2014. The clips and some leaflet tissue were explanted during surgery. In was confirmed that the patient was in stable condition. No additional information was provided.

Event description:
This is reported for single leaflet device attachment (slda) of the mitraclip. It was reported that the mitraclip procedure was performed on (B)(6) 2014 to treat mixed mitral regurgitation (mr) with a grade of 4. There was a prolapse in the anterior leaflet and anterior flail. Two clips ((B)(4)) were implanted and the mr grade was reduced to 2. On (B)(6) 2014, the patient presented with dyspnea, decompensation, and anemia and was hospitalized. Echocardiogram showed one of the clips was detached from the posterior leaflet but remained attached to the anterior leaflet. Reportedly, either a new mitraclip procedure or surgery will be performed, but this has not yet been decided. It was not reported which clip had the single leaflet detachment. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.